Event description:
Purchased relion syringes from (B)(6) and the plunger would not inject into my dogs skin during insulin shot even when using excessive force. Returned to (B)(6) on (B)(6) and was told no one else brought them back for reason I mentioned. They need to be told to take off their shelf.